Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the threading tip on 5.5mm healicoil knotless suture anchor broke off when attempting to insert it into the bone. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned with original packaging and the device has debris on it. The distal tip is not broken and appears to have been pushed off. Body anchor is seated back in original position. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order. Device passed all functional test, device functioned as per manufacture spec. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material and packaging procedure found the storage requirements, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.